Manufacturer narrative:
The datalogs were reviewed and the following errors were present: quantity - error ID - description - percent of reps 1 - 76 - tip lifted/tilted during rf on - 0.08% 1 - 229 - cryogen can empty - 0.08% 15 - 138 - temperature limit exceeded - 1.25% based on the evaluation of the data, the handpiece and system performed as expected. Error 138 - warning: the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in an unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The thermage cpt tip was evaluated, and the tip passed flow, leak, and thermistor tests. The tip failed visual inspection as dielectric breakdown was observed. Functional testing was unable to be performed as the tip was expired and fully used. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of potential risk to patients associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area which could cause burns to the patient during treatment. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Blisters are known possible adverse patient reactions to the thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, this event was most likely caused by damage to the tip. It is unknown how damage to the treatment tip occurred as all treatment tips are visually inspected during manufacturing. No corrective action is necessary at this time.

Event description:
A user facility reported small burns to a patient's face during a thermage cpt treatment. It is reported that the patient is healing with no permanent scar expected. As such, this case is deemed to be not serious. The patient also reported experiencing blisters that started forming during treatment. Then a couple of days later the blisters drained and red marks were left. The exact location was reported as the lower half of the face near cheekbone. Available pictures were reviewed by the medical reviewer and crusts and post inflammatory hyperpigmentation are visible mostly on one side of the cheek and around the mouth. According to the user facility, the highest energy level used was 3.5 and nothing remarkable to report regarding use or performance of the device. The tip was inspected prior to use and during treatment, at about every 200 pulses, and there was nothing to note. A little more than 1 bottle of coupling fluid was used. The tip was not used on any other patient. The product was returned and evaluated where dielectric breakdown was seen. Due to the observation of dielectric breakdown on evaluation, this event is a reportable malfunction per solta procedure.